Event description:
It was reported when the doctor was inserting the anchor the same broke during placement. The anchor was totally removed with forceps. No back up was available and no significant delay was reported.

Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿when the doctor was inserting the anchor the same broke during placement.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive probing. Misalignment of implant. When required use only the approved bone punch or bone tap instruments. Use of other ancillary instrumentation may compromise implant insertion and/or retention. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Correction on adverse or event problem.